Manufacturer narrative:
Manufacturer ref: pr (B)(4). Lot #: unk as info was not provided but referred to as celect retrievable inferior vena cava filter. Exp date: unk as lot # is unk. Unk as lot # is unk. Summary of investigation findings: rpn and lot number were not provided, why device history record cannot be investigated. However, nothing indicates the device was not manufactured according to specification. No device, imaging studies or complete hosp or medical records have been provided. Consequently, based on very limited info it is difficult to comment on the alleged filter perforation and difficult filter removal. Instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Filter perforation and difficult filter removal have also been reported in the published medical and scientific literature. The exact root cause for the alleged filter perforation and difficult filter removal cannot be determined based on the limited info provided. Monitoring of similar reports will continue.

Event description:
Allegations according to complainant: on (B)(6) 2012 attempted removal of inferior vena cava filter. Findings: initial inferior vena cavogram demonstrates an infrarenal cook celect inferior vena cava filter. There is no evidence of caval thrombus or of thrombus entrapped within the filter. The cranial hook and apex of the filter were found to be adherent to fibrous tissue, most likely at the posterior inferior vena caval wall. Despite extended attempts to remove the filter, the filter could not be removed. Post procedure interior vena cavogram shows no change in position of the filter. There is some adherent fibrous tissue noted at the apex of the filter. Pt informed of filter will be left in place as a permanent filter. On (B)(6) 2014: procedure: inferior venacavagram. Findings: the pt has an ivc filter with 2 posterior wires being dislodged in the posterior aspect of vena cava that appears to be very angulated and protruding. The filter itself is not tilted; however, posterior 2 wires are protruding very extensively at a very sharp and deep angle. The inferior vena cava itself shows no evidence of clots. Above and below the filters are widely patent. In the iliac vein on the right, there is no evidence of dvt.